Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump act button was not working. The customer's blood glucose value was 242 mg/dl. Customer stated that insulin pump was not really not working, stuck in a mode and they took battery out and got battery out limit alarm. Customer stated that belt clip was broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify unexpected battery power loss and failed battery alarm test due to no button response. No button error alarm during testing.